Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved with a full range of motion in all directions. The clip applier tips opened and closed properly. The technician installed an in-house clip (hem-o-lok large, purple) on the instrument with no issue. The instrument clip test was performed and passed multiple times on the in-house system. The instrument was fully functional. No product issue was identified. Additional observations not reported by site: the instrument was found to have derailed grip cables at the proximal end. The derailed grip cables were found on #6 and #7 grip inputs. For clarification, the instrument was installed on the in-house system, articulated the clip applier tips, and followed the mtm commands, but a delay of motion was observed. As a result, the instrument exhibited an imprecise motion. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not clipping. The procedure was completed as planned with no reported injury.